Event description:
A customer reported an issue where the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to inspect the pump and clean the pneumatic tap area, which led to the successful reloading of the cartridge, allowing the customer to resume insulin therapy successfully.